Event description:
It is reported the device was implanted in 2005. Revision surgery occurred in 2006, due to unknown reason.

Manufacturer narrative:
Evaluation summary: no product received for evaluation. Also, x-rays are not available for review. Item number and the lot number of the device are not known so device history records could not be reviewed. The cause of the problem could not be determined due to insufficient information. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.